Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) was not pacing in unipolar or bipolar mode. The battery gauge indicated 50% depletion.